Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "plaques in the throat" and edemas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "plaques in the throat" and edemas as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported patient was injected to the dark circles with juvéderm® volbella¿ with lidocaine and to the cheeks and chin with unspecified juvéderm® voluma¿. Fourteen months later patient developed "plaques in the throat". The next day patient developed "edemas in the dark circles". No medical or surgical intervention noted. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00888 ((B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm® voluma¿, also a device manufactured by allergan.